Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Stenosis is a known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered with the device cannot be definitively determined.

Event description:
The 31st annual meeting of the (B)(6) published an article on the efficacy and safety of angioplasty using the wingspan stent. It was reported that six cases of angioplasty were performed using the wingspan stent for symptomatic intracranial atherosclerotic stenosis. During the six (6) month follow-up post operative with the subject device, three patients had restenosis rate of 21 - 50% at the treatment area. The patients are reported to be in stable condition. The exact date of the procedure is unknown. No further information is available.

Manufacturer narrative:
The device remains implanted.

Event description:
The 31st annual meeting of the japanese society for neuroendovascular therapy published an article on the efficacy and safety of angioplasty using the wingspan stent. It was reported that six cases of angioplasty were performed using the wingspan stent for symptomatic intracranial atherosclerotic stenosis. During the six (6) month follow-up post operative with the subject device, three patients had restenosis rate of 21 - 50% at the treatment area. The patients are reported to be in stable condition. The exact date of the procedure is unknown. No further information is available.